Manufacturer narrative:
Correction made to f10/h6: medical device problem codes: a1203 added (previously omitted). Correction made to f10/h6: component codes: g04034 added (previously omitted). Correction made to h4: device manufacture date: 09/18/2021 (previously omitted). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked. This occurred during use of peritoneal dialysis therapy. The patient stated "they had disconnected from the solution bag during use leading to a leak". Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.